Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 61 mg/dl at the time of the incident. The customer was at 78 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was receiving no delivery alarms and insulin over delivery as well that led to a low. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis. Unomed set.